Event description:
The following was reported to hamilton medical ag: summary:white and green display screen after start-up.

Manufacturer narrative:
Hamilton medical ag comes to the conclusion: root cause: display cable defectiv. Correction: display cable replaced. Hamilton medical ag complaint number: (B)(4). Follow-up 1 - corrected information: **UDI related data quality updates only** field d4 was updated with full UDI information as requested.

Manufacturer narrative:
Hamilton medical ag comes to the conclusion: root cause: display cable defectiv. Correction: display cable replaced.

Event description:
The following was reported to hamilton medical ag: summary:white and green display screen after start-up.